Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6), product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 03-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. The reason for call was caller stated that the patient is having a pump put in to help with pain and the healthcare provider is going to remove the stimulator. Caller is inquiring about MRI compatibility if only the stimulator is removed. Agent reviewed MRI compatibility with caller. Caller mentioned that the surgeon doesn't do surgeries with the paddle type lead so they are going to send the patient to a surgeon to have the paddle lead removed at a later time. Caller confirmed that the device is being removed because the patient "wasn't getting relief" with it. He decided to not remove any of the scs system and will refer the patient to a spine surgeon to remove the system if she still wants it removed.